Event description:
It was reported that during a cholecystectomy procedure, when the thread was stretched over the suture post, the post was broken. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Universal seal. Evaluation summary: the analysis results for the device confirmed that the olive button was returned with one suture tie post broken off. No conclusion could be reached as to what may have caused the found damage. Additionally, the sleeve and the lower ring of the universal seal were noted to be cracked. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.